Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (85 percent stenosis degree) in the severely tortuous proximal to mid lad. During crossing the pre-dilated lesion resistance was felt. During withdrawal of the device the stent dislodged from delivery system and was adapted to the vessel wall. The intervention was completed with another orsiro mission.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.